Event description:
This patient underwent an embolization procedure to treat an aneurysm of the left (acom) anterior communicating artery. After the coil delivery system was connected with the syringe and repelled air bubbles, while the coil was pushed into the microcatheter without any pressure from the syringe, the coil was taken off the delivery system. Since, the account could not determine where the problem occurred, the coil and the syringe are all submitted for testing.

Manufacturer narrative:
During loading of the coil, there was no resistance or friction with the boston sl10 microcatheter. After the event, the same microcatheter was utilized to complete the procedure. After removal from the pt, no damages were noted on the coil delivery system, microcatheter or syringe. All the products were prep per (IFU) instruction for use guidelines. The coil delivery system was not flushed with a plain syringe. After flushing, no air bubbles were noted on the hub. Constant flush was maintained in the microcatheter. No other coils were detached with the same syringe, however, this was the third coil but the first orbit. The syringe did not exceed the black line. During prep, the syringe was only taking to the blue zone, and no time was the blue zone passed. During prep, the syringe was not taking to the red zone. After prep, no air was introduced into the syringe of delivery system. The affiliate indicated that they are not aware if a dedicated saline bag utilized to fill the syringe. The doctors indicated that no one applied pressure to the syringe, but still question mark. Prior to connecting the syringe to coil delivery system, the lock on the syringe was not applied, the doctor held it tight. No other type of medica was introduced into the coil delivery system. Add'l info will be submitted within 30 days of receipt.